Event description:
It was reported that the patient's pacemaker was experiencing diagnostic issue. No intervention has been performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.